Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that at the time of maintenance, a ht70 ventilator generated an abnormal noise from the mixer when the setting was 60%. The ventilator was not in use on a patient at the time of the reported event. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
Product analysis: an ht70 mixer was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.